Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system seven (7) patient staphylococcus organisms were flagged because the drug vancomycin has a high mic (resistant) but upon repeat all of the isolates were sensitive. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary a complaint was reported for false resistance of staph results on a phoenix m50 instrument. The customer alleged multiple staph flagged due to a vanco value greater than 16, however, a repeat run yields sensitive results. Remote assistance was attempted to be provided to the customer. The customer did not respond to requests for more information regarding this complaint. If more information is received in the future, this complaint may be reopened. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No reports, logs, binary files or other samples were made available for the investigation, therefore no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review could not be carried out as an instrument serial number was not provided. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Manufacturer narrative:
H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system seven (7) patient staphylococcus organisms were flagged because the drug vancomycin has a high mic (resistant) but upon repeat all of the isolates were sensitive. No health impact or consequence reported.